Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician advanced the cypher select plus 3.0 x 23 mm stent delivery system (sds) to the intended target lesion but the device became stuck/caught on a calcification proximal to the lesion. When the physician went to withdraw the device, the stent dislodged off of the sds balloon. The stent was successfully retrieved using a snare device. There was no reported loss of access to the intended target lesion. The physician then used three (3) cypher select plus stents to successfully complete the procedure: a 2.5 x 23 mm; a 3.0 x 18 mm; and a 3.0 x 13 mm in overlapping fashion. There was no reported patient injury. The physician inspected the device prior to use and no anomalies were noted. The target lesions were the proximal/mid/distal left anterior descending (lad). The lesions were pre-dilated with a tazuna 1.5 x 20 mm balloon catheter a 14 atm. Three times; and with a lacrosse laoh 2.0 x 15 mm balloon catheter at 18 atm. For 20 seconds twice. The target lesions were reported to be: de novo, heavily calcified, highly tortuous, and a 99% stenosis. The product was prepped properly according to the instructions for use (IFU) with no anomalies noted. The same guiding catheter and guidewire were used to complete the procedure after the reported product issue. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, there are possible vessel characteristics (heavy calcification and high tortuosity) and procedural factors (tracking difficulty experienced) that may have contributed to the reported events. Without the product available for evaluation, it is not possible to determine a relationship between the product and the events. However, neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Concommitant products: gw: fielder; gc: launcher 6f; bc: tazuna 1.5/20mm, lacrosse laoh 2.0/15mm, hiryu 2.75/6mm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician advanced the cypher select plus 3.0 x 23 mm stent delivery system (sds) to the intended target lesion but the device became stuck/caught on a calcification proximal to the lesion. When the physician went to withdraw the device, the stent dislodged off of the sds balloon. The stent was successfully retrieved using a snare device. There was no reported loss of access to the intended target lesion. The physician then used three (3) cypher select plus stents to successfully complete the procedure: a 2.5 x 23 mm; a 3.0 x 18 mm; and a 3.0 x 13 mm in overlapping fashion. There was no reported patient injury. The physician inspected the device prior to use and no anomalies were noted. The target lesions were the proximal/mid/distal left anterior descending (lad). The lesions were pre-dilated with a tazuna 1.5 x 20 mm balloon catheter a 14 atm. Three times; and with a lacrosse laoh 2.0 x 15 mm balloon catheter at 18 atm. For 20 seconds twice. The target lesions were reported to be: de novo, heavily calcified, highly tortuous, and a 99% stenosis. The product was prepped properly according to the instructions for use (IFU) with no anomalies noted. The same guiding catheter and guidewire were used to complete the procedure after the reported product issue. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter.